Event description:
The consumer was riding down the street when he hit a root, causing the chair to fall over. The consumer allegedly sustained scratches and a bruised rib. The consumer's states his blood pressure went up and his doctor gave him water pills. The consumer had previous issues with the speed control on the right side and the seat being loose. The dealer had repaired the speed control and told the consumer the seat was worn and out of warranty. The consumers current weight is 25 pounds over the weight capacity of the chair. No serious injury is alleged.

Manufacturer narrative:
No serious injury alleged. No malfunction alleged. Hospiatlization alleged. MDR filed based on hospitalization. Power chair model: m41srs20b sn: (B)(4). The consumer alleges while riding down the street he hit a [tree] root causing the chair to fall over where he sustained superficial scratches and a bruised rib. The consumer was taken to the hospital by ems crew and was evaluated and released. Allegedly, the consumer had previous issues with the speed control on the right side and the seat being loose. The dealer stated that the consumer did not mention the joystick speed control as an issue when the adjustments were made to the seat and footboard. In addition, the dealer stated the consumer is a larger man than the chair can accomodate, therefore, the foot plates and elevating leg rests were too small for the consumer. The maximum weight limit on the device is 300lbs. The consumer began using the device at 300lbs and now weighs 325lbs which is 25 pounds over the weight capacity of the chair.